Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to the device alarming and ¿over heating¿ includes: not having sufficient suction pressure in order to ensure adequate flow and circulation of saline solution to prevent unnecessary heating which could have caused the temperature to elevate and trigger the controller alarm or it is possible the user may not have set the controller temperature threshold to the desired value. A factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that during procedure the device ceased working, then the device was overheating. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.